Event description:
It was reported the intraocular lens (iol) was explanted 2 months after implant due to improper iol power. No patient injury occurred. The patient was initially corrected for monovision and then changed to emmetropia. The original implant was exchanged for a lower diopter lens of the same model.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 23.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.